Event description:
The customer reported that the autopulse nxt platform (sn 00484) flashed a yellow triangle alert indicator. The downloaded performance report from the nxt platform showed fault codes 1210 (sensor fault) and 1181 (sensor fault). No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The customer's complaint that the autopulse nxt platform (sn 00484) flashed a yellow triangle alert indicator was confirmed based on an archive data review but not confirmed during functional testing. The reported complaint was not reproduced during the testing, and the nxt platform functioned as intended. The archive data indicated fault 1210 (fault_motor_sensor_low_during_compress): motor current too low during compression hold. Fault 1181 (fault_stuck_sizing): stuck sizing (motor current sensor not working); however, the faults were not reproduced during the functional testing. The nxt platform passed the preliminary functional test without faults or errors. The platform was tested using mztf (medium zoll test fixture) with multiple batteries until they were fully discharged without any errors or faults. The autopulse platform functioned correctly and performed as expected, and the fault was not replicable during testing. Following the service, the autopulse nxt platform passed both the compression test and the final test without issue.